Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin ths result for one patient sample. The initial result was 37.06 ng/l and was reported outside the laboratory. A new sample was tested the next morning and the result was 3.11 ng/l. Because the results were not consistent, the physician questioned the first result. The first sample was repeated and the results were 3.03 and 3.88 ng/l. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the data provided, a general reagent or analyzer issue was not likely. As hemolysis was found in the sample, a preanalytical issue could not be excluded.